Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator exhibited inappropriate automatic mode switch episodes due to far-field r-wave oversensing. No intervention or patient symptoms were reported. The patient would be monitored.